Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) in bipolar configuration. When the device was programmed to unipolar configuration, capture was able to be obtained. The patient was subsequently seen for a revision procedure where the lead was explanted and replaced. The lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.